Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 350 mg/dl to 400 mg/dl. Customer was treated with intravenous fluids and insulin drip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was admitted into hospital due to hyperglycemia, on unknown date with unknown blood glucose level and 300 mg/dl at the time of incident. Customer reported that they did not feel okay to troubleshooting. Customer reporting the infusion set cannula had a slight bent that causing getting a high blood glucose. The device will not be returned for analysis.